Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer's daughter called to inquire on how they can view the bolus history of the insulin pump and declined troubleshooting and declined to provide additional information regarding customer's hospitalization. The customer's daughter was assisted and was advised to call back for further assistance. The insulin pump will not be returned for analysis.